Event description:
It was reported that an m6-c device was removed in march from a 28 year old male patient. It is unknown at this time why the disc was removed. No further information was provided. Return of the device and additional information was requested

Manufacturer narrative:
Based on the inspection of the retrieved m6-c, in the absence of additional clinical data, the cause of this event was unclear. While some in vivo damage was noted to the core and to the fiber construct, the majority of the damage appeared to be extraction damage, indicating that the device was likely grossly intact at the time of removal and had not failed mechanically. However, the observed in vivo fiber damage likely contributed to the observed cystic lesions; however, without lab results, it is unknown if infection was suspected or confirmed, which may have contributed, as well. Due to the extent of the extraction damage and lack of additional clinical information, the sequelae of events that contributed to the removal of this device is unclear. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance rmf 0003 rev 38 line 12.75 - device explanted. Rmf 0003 rev 38 line 12.42. - excessive height loss/disc collapse: < 1mm between endplates leading to surgical/major intervention, with explantation, involving patient with only a single level m6-c.

Event description:
It was reported that an m6-c device was removed in march from male patient. It is unknown at this time why the disc was removed. No further information was provided. Device was returned for investigation.

Manufacturer narrative:
Based on the inspection of the retrieved m6-c, in the absence of additional clinical data, the cause of this event was unclear. While some in vivo damage was noted to the core and to the fiber construct, the majority of the damage appeared to be extraction damage, indicating that the device was likely grossly intact at the time of removal and had not failed mechanically. However, the observed in vivo fiber damage likely contributed to the observed cystic lesions; however, without lab results, it is unknown if infection was suspected or confirmed, which may have contributed, as well. Due to the extent of the extraction damage and lack of additional clinical information, the sequelae of events that contributed to the removal of this device is unclear. Additional images provided and radiographic analysis indicated that the device appeared to have been appropriately sized and placed, based on the initial post-op imaging. The pre-revision images from 2023 indicated that the disc replacement had lost height and that cystic lesions were present anteriorly and posteriorly at both endplates, consistent with the reported osteolysis. No encroachment of the spinal canal was visible in the pre-revision imaging. Lab results indicate that neither aerobic nor anaerobic infection were present in the tissue samples collected from c5-c6. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance. Rmf 0003 rev 38 line 12.75 - device explanted. Rmf 0003 rev 38 line 12.42. - excessive height loss/disc collapse: < 1mm between endplates leading to surgical/major intervention, with explantation, involving patient with only a single level m6-c.

Event description:
It was reported that an m6-c device was removed in (B)(6) from male patient. It is unknown at this time why the disc was removed. No further information was provided. Device was returned for investigation.